Event description:
Patient in operating room on ventilator. Ventilator was turned off to assess patient. When ventilator switched back on, ventilator would not turn on and gave an error alert of "cannot drive bellows." Error alert was not consistent with the ventilator malfunction so staff did not know the real problem. The real problem was moisture on the inspiratory/expiratory sensors. Contacted vendor who suggested using the aespira flow sensors for better moisture tolerance in future. No real solution given to the misleading alert. No patient harm occurred because pt was being manually ventilated at the time of ventilator failure.